Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including multiple power cycles using ac power only, battery power only, and a combination of both without duplicating the report. The customer's battery was not returned for evaluation. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.